Event description:
A consumer reported that he experienced blurred distance vision four weeks following intraocular lens (iol) implant surgery. He reported he was very farsighted prior to surgery and wanted to know how long the healing would take and when to expect his vision to increase. He reported that he is scheduled to see his surgeon again. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).